Event description:
During field service installation of the device, the user reported that the monitor could not connect to external device. Since the event occurred during field installation, there was no pt involvement during this event.